Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump when attempting to bolus. Customer stated that the alarm was resolved by a complete set change. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.